Event description:
During the saphenous vein harvesting procedure, the air kept leaking from the short port balloon. The same unit was used to complete the procedure. No patient complications were reported.